Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the emergency medical services was dispatched and the customer was hospitalized due to low blood glucose on (B)(6) 2020. Customer treated with food. Customer¿s blood glucose level was 80 mg/dl and 220 mg/dl. The drive support was sticking out. Customer reported that the insulin pump was over delivering. The insulin pump will not be returned for analysis.